Event description:
It was reported that the patient is not receiving therapy as ipg would not communicate after patient had a fall. As a result, surgery took place during which the ipg was explanted and replaced.